Event description:
It was reported that balloon rupture occurred a 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.